Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mz9270 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd maxzero multi-fuse  extension set with needleless connector(s) as a break in the line. The following information was provided by the initial reporter: please be informed that in addition to the 7 items that are defective that you have been notified about, monday morning I received 4 more defective tri-fuses. I have sent them to our purchasing department. This is a break in our lines that puts us at risk for infection. I have asked our warehouse to remove them from the unit.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse  extension set with needleless connector(s) as a break in the line. The following information was provided by the initial reporter: please be informed that in addition to the 7 items that are defective that you have been notified about, monday morning I received 4 more defective tri-fuses. I have sent them to our purchasing department. This is a break in our lines that puts us at risk for infection. I have asked our warehouse to remove them from the unit.